Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 40 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level and loss consciousnesses. Reportedly, the paramedics were called to assist the customer and treated the customer with glucose gel tablets. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.